Manufacturer narrative:
Date sent to the FDA: 1/5/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 12/13/2021.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2011 during which the surgeon noted dense adhesions requiring one and a half hours of adhesiolysis to remove the bowel and omentum from the previously placed mesh. It was reported that the patient experienced severe pain, inflammation, scarring, bulging, loss of appetite, stress and anxiety. No additional information was provided.